Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed in the piggyback mode, to deliver magnesium 2gm/50ml, with a 50ml container size and a duration of 1 hour. No further programming parameters were provided. In 2008, at an unspecified time, the delivery was started. It was reported that within a few minutes, all the medication was delivered; however, the device displayed indicated a 35ml vtbi (volume to be infused). There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Though requested, no additional info was provided.